Event description:
It was reported that insulin gauge displayed an amount different than expected, with pump showing a static fill estimate of 45 units despite insulin being delivered. There was no reported impact to the customer¿s blood glucose level. Technical support explained that this issue could occur due to large differences in measured pressures used to estimate remaining insulin and advised that once actual insulin matched the static estimate, display would begin counting down normally, and caller understood and acknowledged this information.